Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Customer consumed carbohydrates. Reportedly, emergency medical technicians were called and they administered ¿intravenous and glucose¿ to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.